Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached near the lap joint section and twisted. A broken driveshaft was found within the lap joint section. Microscope inspection also revealed that the guidewire exit port and the distal section of the tip were in good condition, and the tip was observed on the floppy end of the guidewire. Media returned by the customer was inspected and showed that the imaging window was detached near the lap joint section and twisted. Based on the evidence, the as reported codes of sheath detachment of device or device component and catheter material twisted are confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the drive shaft cable and lap joint got separated inside the body. The catheter was removed from the body with the entire system. The procedure was completed by using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the drive shaft cable and lap joint got separated inside the body. A catheter twist also occurred. The catheter was removed from the body with the entire system. The procedure was completed by using another of the same device. There were no patient complications reported.